Event description:
It was reported that the pt was implanted an unk cup component (exact catalogue number unk) on the left side on (B)(6) 2013. Following the surgery, the pt was again hospitalized on (B)(6) 2013 and treated for acute allergic reaction.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).